Event description:
It was reported the patient received the following results within 15 minutes: 99 mg/dl (system 1) and "lo" mg/dl (result less than 20 mg/dl on system 2). The same test strip lot number was used for both meters and results.

Manufacturer narrative:
Correction: a 2nd vial of strips with the same lot number was returned for evaluation.